Manufacturer narrative:
A lot number was not provided; therefore the sterilization and lot history records could not be reviewed.

Event description:
User facility in (B)(4) reported a vitrectomy cutter did not cut. It was replaced with another cutter. No patient injury reported. Additional information: aspiration continued while the cutter stopped. No adverse event occurred.